Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. "The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." (B)(4)- battery / catalog number 1650 / expiration date 31oct2017. UDI #: unk. Not returned to manufacturer. MFR date: 31oct2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient came to the clinic with complaints that his batteries were only lasting two hours despite showing a full charge on the fuel gauge from the battery as well as the controller. Critical battery alarms were noted on the alarm history. Ventricular assist device (vad) coordinator also states that while the patient was in clinic the battery connected to port two of the controller was giving a ''power cable disconnect alarm" despite being fully connected and displaying a full charged. The patient and his wife also state that on (B)(6) 2017 they heard a continuous tone alarm from the controller despite fully charged batteries being connected. They were unsure of how long this alarm lasted and it resolved with connection of different fully charged batteries. Log files were sent and a critical battery alarm from (B)(4) was confirmed. The logs also confirmed a controller power up and pump start event on (B)(6) 2017. The patient's batteries were replaced. There was no impact to the patient.

Manufacturer narrative:
(B)(4). "The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." It was reported that the batteries were discharging rapidly, causing power disconnect alarms. Additionally, it was reported that the patient experienced critical battery alarms and a continuous alarm. The batteries were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed several power switching events that were most likely due to communication errors between the controller and batteries. The observed premature power switching events in the logs may have caused the patient to perceive a consumption issue with the batteries. A review of the alarms files revealed several critical battery alarms involving (B)(4). During the alarms, (B)(4) went from a relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication error between the controller and battery. The data log files did not revealed power consumption issues with any of the reported batteries; all batteries discharge at an expected rate when the log files were analyzed. A review of the event file revealed a controller power up event on (B)(6) 2017 at 16:01:37. The data point prior to the controller power up event was logged at 16:01:07 and revealed that (B)(4) was connected to power port 2 with 99% rsoc and that a power source was not connected to power port 1. This observation suggests that the controller power up event was likely due to a disconnection of both power sources. Based on the available information, the most likely root cause of the reported power consumption issues can be attributed to premature power switching events;  the patient may have perceived the premature power switching events as the batteries not lasting long enough. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and batteries. The most likely root cause of the reported continuous alarm can be attributed to a disconnection of both power sources. Heartware has opened an internal investigation to address communication errors. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.